Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-01391. It was reported the pt is experiencing ipg pocket heating and the ipg moving inside the pocket. The burning sensation is felt when the system is on and off. The pt will be referred for a pocket revision since lidocaine patches were unsuccessful in treating the burning sensation. F/u info identified the charger antenna and the charger box are getting hot when she is charging. A replacement charger was sent to address the issue. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.